Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a recoverable error and non-functional ergonomics on the console. The customer was unable to power cycle and opted to work from the other console. At a later time, the customer called back and stated that the issue persisted. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced dual motor drive (dmd) board to resolve the issue. The system was verified and ready to use. Intuitive surgical, inc. (Isi) received the da vinci product with the alleged issue to perform failure analysis. The dmd unit was installed and tested on isi test system. Instruments were installed onto the patient side cart (psc) and a surgeon console was used to test the movements. There were no product issues. Ergo functional test also found no issue. The complaint was not confirmed based on failure analysis.